Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported, that episode review was requested for this pacemaker. It was noted, that the patient was in the hospital for suspected heart failure and non-sustained ventricular tachycardia (nsvt). Upon review, there was atrial fibrillation (af)/atrial flutter undersensing with the pacemaker atrially pacing through it. Ra sensitivity was fixed at 0.75mv. And atrial amplitudes have dropped since mid-january. Technical services (ts) reviewed programming options. This pacemaker remains in service. No adverse patient effects were reported.